Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). On (B)(6) 2022 at 9:15 am, the result from the laboratory using an unknown reagent was reported to be 3.3 inr. At 11:15 am, the result reported to be from the meter was 4.6 inr. A review of the meter memory showed this result was obtained at 10:59 am. On (B)(6) 2022 at 9:15 am, the result from the laboratory using an unknown reagent was reported to be 3.7 inr. At 11:15 am, the result reported to be from the meter was 5.1 inr. A review of the meter memory showed this result was obtained at 11:37 am. The patient took the normal dose during the week of (B)(6) 2022 and the warfarin was not adjusted due to the laboratory result being close to the therapeutic range. The therapeutic range was 2.5-3.5 inr and the patient tests weekly.

Manufacturer narrative:
The reporter's meter and two test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the reporter were found in the meter result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Occupation was patient/consumer (patient's daughter).